Event description:
While withdrawing barrx ultra long rfa focal catheter 40mm x 13mm the catheter stuck in esophagus. In attempts to remove catheter esophageal tear occurred. Esophageal duodenoscope with baarx rfa - fourty treatment dysplatic barretts 3rd treatment using baarx 90 ultra long catheter. Treatment performed, scope was withdrawn, resistance at proximal esophagus. Scope came off catheter. Catheter stuck in esophagus; scope reintroduced and catheter removed. Esophageal tear noted. Clips applied. Patient for thoracic surgery evaluation for esophageal tear.